Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ecs stress testing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this evaluation. It was recommended to the customer that the multi-function cable that was used, be discarded as a precaution. A new multi-function cable was sent back with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.